Event description:
Peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to a malfunctioning pd catheter (not a fresenius product). No additional information was provided during intake. Follow-up with the patient's pd registered nurse (porn) revealed the patient was hospitalized on (B)(6) 2021 for a mal-positioned pd catheter, which led to reduced ultrafiltration (uf) and subsequent fluid overload. The patient's pd catheter was surgically repositioned with good success (date not provided), and the patient's pd treatments are now progressing without issue. The etiology of the patient's fluid overload was attributed to the patient's ma I-positioned pd catheter. Per the porn, the events are unrelated to any fresenius device and/or product deficiency and/or malfunction. The patient continued to undergo ccpd therapy while hospitalized and was discharged on (B)(6) 2021 in stable condition. To undergo ccpd therapy while hospitalized and was discharged on (B)(6) 2021 in stable condition. The patient has recovered from the events and has resumed utilizing the same liberty select cycler as before the hospitalization. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).